Event description:
It was reported that the atrial lead exhibited loss of capture and a sensing anomaly. A fluoroscopy revealed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.